Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, high capture and oversensing on the right ventricular (rv) lead were noted. The proximal end of the lead was explanted and the distal portion was capped. The lead was replaced, and the patient was stable with no adverse consequences.